Event description:
It was reported that there was a rapid drop in the indicated battery charge of the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging a replacement pump and guided the customer on using manual injections as backup therapy to ensure insulin delivery was not interrupted.